Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her current blood glucose was 344 mg/dl and she was not sure why she was high. Customer stated that it happens often when she changes the infusion set. Customer stated that her blood glucose was 446 mg/dl and got higher as the day progressed. Customer had the following symptoms related to her high blood glucose: feeling sleepy and thirsty. Customer reported that she has a back-up plan available. Customer treated with a manual injection of 8 units of novolog. Customer reported that insulin exited at the quick release. Customer stated that she noticed an air bubble and she successfully primed it out. Customer performed the high pressure test and passed. Customer was advised to do a complete set change and to monitor the pump.